Event description:
It was reported the guidewire tip broke inside the patient and was removed using a snare. This 180 x 25cm fathom-16 guidewire was selected for use during this trans-arterial chemoembolization (tace) procedure to treat hepatocellular carcinoma. During the procedure, the guidewire tip broke 20cm from the tip. A snare was used to successfully retrieve the tip from the hepatic artery and then the procedure was stopped/aborted. It was noted that this procedure was unsuccessful as it was the third tace procedure, and no tumor flush was visible. The patient was not sedated, and there were no patient complications.